Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: underweight, an extended opening on radius, brown particles on shell, white biological tissue, and flat creases. A microscopic analysis was performed which identified: a sharp opening with stress marks near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.